Event description:
The manufacturer received information alleging an issue with the oxygen delivery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board, system board and interface board were replaced to address the issues.